Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product was available. (B)(4).

Event description:
The case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a male patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 2008, the patient began using super poligrip original and fixodent. On an unknown date, the patient experienced "zinc toxicity and extensive nerve damage resulting in loss of balance, tingling and numbness in arms, legs, feet and hands, joint and hip pain, dizziness, weakness and fatigue." Fixodent was discontinued in (B)(6) 2010 and super poligrip original was continued. According to the claim, the events were severe and permanent. Follow up information was received on (B)(4) 2011, via medical records. On (B)(6) 2010, the patient complained of paresthesias described as numbness of the hands and feet. The paresthesias are associated with possible denture cream and due to a class action lawsuit, he wanted to be checked. Assessment included idiopathic peripheral neuropathy. On (B)(6) 2010, the patient's serum copper level was normal. Urine zinc/creatinine ratio was 1397 (normal 100 to 900 ug/g). On (B)(6) 2010, assessment included sacroilitis.